Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not working. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The biomedical engineer (bme) observed that the touchscreen was out of calibration. The device was evaluated and the issue was confirmed. The bme completed a touchscreen calibration, and it began to operate as expected. The device was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.